Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged on power up the pump skipped the verify screen and just showed a call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
The pump was returned to animas and evaluated on 11-dec-2018 with the following findings: there were call service alarms in the pump history. The alleged issue could not be duplicated.